Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding to touch. No patient or user harm reported. The device was reported to be outside of use at the time of the reported problem. The customer informed the remote service engineer (rse) of the touchscreen issue, and stated that they able to replicate the issue. The customer attempted a touchscreen calibration, but it failed and the issue did not resolve. The rse provided the customer with the part information to order a replacement touchscreen to resolve the issue. This investigation is ongoing. Final investigation and disposition are pending.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.